Event description:
It was reported that device became stuck with the wire. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 4.0 x 150mm, 150cm ranger drug-coated balloon catheter was advanced for dilation. During the procedure, the device became stuck with the 0.018 non-boston scientific guidewire. Both devices were removed as a single unit, and eventually the wire was removed from the catheter outside the body. The procedure was completed with a different device. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination of the returned device found that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. No issues noted with the balloon. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the shaft found multiple kinks and the shaft was also noted to be accordioned. The investigator was unable to insert the guidewire through the device due to the damage to the shaft. No other issues were identified during the product analysis.